Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away. The cause of death was unknown, but was suspected to be small bowl obstruction with intestinal perforation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event could not conclusively be determined through this evaluation. (B)(6) was not returned for evaluation. The heartmate 3 lvas IFU rev. C, is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31mar2021. No further information was provided. The manufacturer is closing the file on this event.